Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, difficulty was observed with the catheter slider sticking and not being easy to move back and forth. It was suspected that a catheter array inversion occurred during the case, and difficulty with the catheter was also described prior to insertion into the sheath. A replacement catheter was used to complete the case. No patient symptoms, complications, injury, hospitalization, or medical or surgical intervention to prevent permanent impairment were reported. No patient complications have been reported as a result of this event.